Event description:
It was further reported that the cause of death could not be identified. The physician commented that there were no complications with the performance of the leadless ipg that could of caused the death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: d1: micra d4: model #: mc1avr1-delsys, expiration date: 28-nov-2023, serial#: (B)(6), UDI #: (B)(4), d9: no dev rtn to MFR? No h4: <(><<)>mfg date: 01-jul-2022 h5: yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with st segment elevation myocardial infarction (stemi) and asystole. The following day, the patient was brought into the catheterization laboratory for temporary pacing, catheterization and a leadless implantable pulse generator (ipg) implant. The implant of the leadless ipg was prolonged and the temporary pacer output kept needing to be increased to maintain consistent capture during implant of the leadless device. The patient experienced a slow, persistent blood pressure decrease throughout the procedure as well as asystole, pauses and dyspnea. After the fourth deployment, the device was removed, flushed thoroughly and no clot was witnessed. The patient was treated with medications to stabilize their blood pressure. No allegations were ever made against the leadless ipg or delivery system or failure of the device, and no suspicions of perforation or effusion seen. It was further reported there was no quick or significant blood pressure drops after deployments and no dye staining or accumulation of dye seen. Pulseless electrical activity (pea) morphology was witnessed, patient was a do not resuscitate (dnr) and subsequently passed away.